Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection, and the reported failure of camera was not functioning, foggy image was confirmed. Based on the results of the investigation, the cause of this complaint was cause traced to component failure which means expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endobronchial ultrasound (ebus) procedure, the camera was not functioning, and a foggy image on the bronchovideoscope. The intended procedure was completed using an olympus backup device. There was no report of patient harm associated with this event.